Event description:
It was reported that at the implant procedure, the physician inserted the right ventricular (rv) lead and tightened the setscrew. Then the physician tried to insert the left ventricular (lv) lead in to the device¿s connector but could not fix it with the screwdriver, the fit was not secure. The rv lead impedance was out of range so an attempt was made to loosen the rv lead¿s set screw but it was impossible to pull the lead out of the end of the connector. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned. Analysis was performed and no anomalies were found. However, the returned device found a set screw with a rounded socket. (B)(4).